Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported the touchscreen was would not turn on and determined the most likely cause of the reported event is the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the unit passed all testing according to manufacturer specifications.

Event description:
The customer reported while using the vela ventilator, the unit's touchscreen is unresponsive to touch. The customer reported there is no patient involvement associated with the event.